Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply was replaced, the backplane voltage was adjusted and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the workstation was not communicating with the c-arm, which would render the system inoperable. There is no report of patient injury.